Event description:
Healthcare professional reported "rupture" and "textured implant". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture" and "textured implant". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "textured implant". This record is for the left side. Device has been explanted.